Event description:
It was reported that a spectrum pump alarmed downstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream calibration values out of specification. Calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.